Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this pacemaker device was surgically explanted due to exhibiting behavior consistent with premature battery depletion. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this pacemaker device was surgically explanted due to exhibiting behavior consistent with premature battery depletion. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned for analysis. New information was received advising the original date of explant of 14feb2023, was incorrect. Facility provided correct date of explant of 12jan2023. This device has been returned, and analysis is completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Boston scientific issued a field safety notice in september 2018 regarding a subset of devices in the accolade pacemaker family that had experienced an increased rate of premature battery depletion due to a compromised capacitor. Boston scientific's subsequent investigation determined that any accolade family pacemaker built with a specific, discontinued low voltage capacitor is potentially susceptible to this behavior; therefore, boston scientific expanded the advisory population in june 2021 to include all accolade family pacemakers built with this specific low voltage capacitor. This particular device is included in the hydrogen induced premature depletion advisory population.